Event description:
A report was received that the patient was experiencing gait shuffling, dysarthria, and impacted esophageal food bolus. It was believed that the events were related to the device stimulation. The patient was prescribed medication for the gait shuffling and the event was resolved. The patient underwent an esophageal bolus section and the esophageal food bolus was resolved. The patient was treated with speech therapy, but dysarthria was not resolved.

Event description:
A report was received that the patient was experiencing gait shuffling, dysarthria, and impacted esophageal food bolus. It was believed that the events were related to the device stimulation. The patient was prescribed medication for the gait shuffling and the event was resolved. The patient underwent an esophageal bolus section and the esophageal food bolus was resolved. The patient was treated with speech therapy, but dysarthria was not resolved.

Event description:
A report was received that the patient was experiencing gait shuffling, dysarthria, and impacted esophageal food bolus. It was believed that the events were related to the device stimulation. The patient was prescribed medication for the gait shuffling and the event was resolved. The patient underwent an esophageal bolus section and the esophageal food bolus was resolved. The patient was treated with speech therapy, but dysarthria was not resolved.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional information was received that dysarthria was resolved and the patient had recovered.

Manufacturer narrative:
Age at time of event: 1942. Event date: (B)(6) 2013.